Event description:
Info received indicates during regular bed checks the tech found that the bed exit will arm but not alarm.

Manufacturer narrative:
The tech found the tape switches were shorted and would not open. He replaced the tape switches to repair the bed.